Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-nov-15. It was reported that they met with the patient on (B)(6) 2017 and the two electrodes were still bad. The manufacturer representative stated that they programmed around those electrodes and the patient was fine. It was noted that the cause of the issue was not determined.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that there was a case where two electrodes wouldn't work. The case was resolved. No symptoms were reported.